Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonoscopy stenting procedure on (B)(6) 2013 according to the complainant, the indication for stent placement was treatment of a tight malignant stricture within the sigmoid colon. It was reported that the patient had previously received radiation therapy but was not receiving therapy at the time of the procedure. The size of the lesion was reported to be 4 cm. During the procedure, the was placed within the sigmoid colon. An x-ray was performed the day of the stent placement procedure and showed the middle portion of the stent was not fully expanded. Five days after the stent placement procedure the stent migrated. The physician removed the stent and another stent was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.